Event description:
It was reported that the pump battery couldn¿t be charged resulting in the pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Bg was addressed via manual insulin injection. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned.